Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, after firing the stapler and have it removed, massive bleeding was observed and then a blood transfusion to the patient was required. The surgeon then observed through the purse-string suture anoscope that the whole circumference of the cut line was bleeding except 10-12 o'clock section. He then controlled the bleeding with interrupted vicryl suturing circumferentially and spongostan the anal was placed in the anal canal. Intra-operatively one staple was found detached and fully open. One day post-operation, the patient underwent an x-ray check and no staple was found in the patient body. The hospital thus suspects that the hemorrhoid stapler has no staples initially. The patient's condition is stable except slight fever. During the case, the surgeon did not encounter extra force on firing and open the red safety knob and reported the red line has entered the green firing range when fired. Additional information has been requested.